Event description:
It was reported that after an interventional peripheral procedure, arteriotomy closure of a mildly calcified left common femoral artery was attempted using a perclose proglide devices. Reportedly, although good blood flow was present from the marker lumen, when the device was removed the suture came out of the vessel with the device. Two additional proglide devices were attempted, with the same result, the suture came out of the vessel with the device. A non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Calcification was reportedly present at the left common femoral artery access site. The instructions for use state under special patient populations that the safety and effectiveness of the perclose proglide smc devices have not been established in patient populations with femoral artery calcium, which is fluoroscopically visible at the access site. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices were filed under separate medwatch manufacturer reports.